Event description:
The customer stated that after decontaminating the analyzer, the architect folate controls are first acceptable and then after a week go back to being out of range high. The customer is having the issue on both architect i2000 analyzers. The customer was trained to perform a complete decontamination of the analyzers. There was no impact to pt mgmt reported.

Manufacturer narrative:
Microbial contamination of the architect i2000/i2000sr systems wash buffer fluidics pathway can occur during the mfg of the instruments. The root cause was identified as the use of contaminated parts from vendors and/or storage and shipping of instruments under favorable microbial conditions, or micorbially contaminated architect sys automated reconstruction module (arm) to prepare wash buffer. The current antimicrobial agent in the was buffer is unable to prevent growth of microorganisms to high levels. Additionally, the current decontamination procedure for the wash buffer fluidics pathway reduces the microbial contamination but does not completely eliminate it. Certain microorganisms that contaminate the wash buffer (line dilutent) fluidics pathway on the architect i2000/i2000sr sys can produce folic acid, or structurally similar metabolite. This microbial folic acid is then added to the reaction mixture, as the wash buffer is used to dilute both sample and conjugate and to wash the microparticles in the folate assay. If contamination increases to a high enough level (approx >25,000 colony forming units [cfu's]), the architect folate assay performance can be affected by the microbially produced folic acid in the wash buffer. As a result of the investigation, the following corrective actions will be implemented: architect i2000/i2000sr system are now flushed with deionized water followed by air within 2 hrs of completing functional testing. Additionally, the instruments are stored and shipped with air in the lines. Previously mfg architect i2000 instrument mfg in dallas were stored and shipped with a wash buffer filter installed. These instruments are now stored and shipped without the wash buffer filter installed. Upon instrument installation, abbott field svc now decontaminates the architect i2000 system per the internal decontamination procedures and installs a new wash buffer filter. The wash buffer transfer pump, which is rec'd directly from the vendor, was found to be bacterially contaminated. The vendor has changed the mfg procedure to include flushing the pump with isopropyl alcohol prior to shipment to abbott. The investigation revealed the architect arm module received directly from the vendor, was bacterially contaminated. Abbott is working with the vendor to address the microbial contamination issue. Improvements to the instrument decontamination procedure are in process. The improvements will ensure the decontamination solution contacts all portions of the buffer fluidics pathway. Internal decontamination procedures were revised to correct the fluid loading issues that could sometimes prevent the procedure from executing properly. Sodium azide and/or other preservatives will be added to the wash buffer to improve control of microbial growth. This is the final report. End of report.